Event description:
A perforation was observed one day after implantation. The lead tip was observed 10cm outside of heart contour. The lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.